Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was unidentified foreign material in the auxiliary channel that could not be removed. This finding was due to incorrect or insufficient reprocessing of the scope. Due to this finding, it was also observed that water could not be supplied to the jet channel. Upon further inspection, corrosion was observed on the switch box due to water invasion. The water invasion caused a short circuit in the printed circuit board. As a result of the corrosion, switch 1 and switch 2 did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had a clogged auxiliary tube. The reported issue occurred at reprocessing prior to use for a therapeutic gastroscopy procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. This device is not sold in the u.s., but a similar device is. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material left in the auxiliary water channel was unable to be identified. Olympus will continue to monitor field performance for this device.